Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the infusion set tape was accidentally dislodged during use on (B)(6) 2025. Involving four infusion sets and the patient replaced infusion set and resumed insulin delivery successfully. No further information is available.